Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed at 22 cm from the terminal pin. Only the proximal segment was returned for analysis. The terminal pin was separated from the terminal ring at approximately 1.5 cm in length. The conductor coils were kinked approximately 33 degrees and this was observed at the separation site. No further testing was performed. Laboratory analysis was able to confirm the reported field allegation that the terminal pin separated.

Event description:
Boston scientific received information that during this normal pacemaker replacement procedure, when the physician removed the atrial lead from the device header, the terminal pin separated. A new atrial lead was successfully implanted. A portion of the explanted lead was returned for analysis.

Event description:
--

Manufacturer narrative:
When analys is complete, this report will be updated.